Manufacturer narrative:
Corrections to all fields. There were no device allegations per additional information received by the reporter.

Event description:
There were no device allegations per additional information received by the reporter.

Manufacturer narrative:
Reference report 3012447612-2021-00018. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
T was reported that the patient's lateral mass broke intra-operatively due to discrepancies between the 4.0mm tap and the 4.0mm screws. A screw was unable to be placed at the fractured level. This is report two of two for this event.

Manufacturer narrative:
Additional information: h6: component codes, type of investigations, findings, and conclusions. Product evaluation the products were not returned and no photos were provided. Potential cause since the products were not returned for evaluation, the root cause can't be established. DHR review the DHR is unable to be reviewed since the lot number was not provided. Device usage this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that the patient's lateral mass broke intra-operatively due to discrepancies between the 4.0mm tap and the 4.0mm screws. A screw was unable to be placed at the fractured level. This is report two of two for this event.